Event description:
It was reported that during a bulla resection, the jaws could not be opened at the fourth firing though the release button was pressed. After that, the manual knife reverse switch was pressed and the firing trigger was grasped, but the device could not be released. An electric scalpel was used to cut and additional suture was performed by hand. The target tissue was normal in thickness and stiffness. There was no unexpected resistance at closing and firing the device. No unexpected noise was heard at the firing. The device did not clamp clips at the time of firing. The device was fired with clamping an existing staple line deeply at the firing. Reinforcement material was used after additional suturing. The procedure was completed without converting. There were no adverse consequences to the patient. After the complaint device was picked up, the sales rep found that the stroke count indicator stopped at between in "key mark" and "0." The sales rep grasped the firing trigger with force and the stroke count indicator displayed "0." After that, the device could be released, but the open angle was low.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).